Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The device did not meet specifications during a shaft leak test and an irrigation leak test. Further investigation revealed a leak at the irrigation tubing and tip assembly junction due to the pi irrigation tubing detaching from the metal irrigation tubing, consistent with the fluid ingress and the reported contact force issue. As a result of this finding, abbott is performing further investigation.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.